Event description:
It was reported that detachment occurred. A 2.25 x 16mm synergy xd drug-eluting stent was selected for use. However, the inflation tip broke off the catheter before advancing through the guide. There were no patient complications reported.